Manufacturer narrative:
The initial reported event of infection was received on (B)(6) 2018. Of note, the serious injury is normally submitted via an alternative summary report that would have been due on 2019-01-31. Information was subsequently received on (B)(6) 2018 and revealed information that no longer qualifies for summary reporting. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker system was removed due to a pocket infection. It was also reported by the patient's spouse that the patient experienced a lot of pain and suffering. As a result of the infection, the patient has also had clots. Follow-up with the clinic confirmed that the patient had developed a subclavian thrombosis which required a separate procedure, in addition to confusion and lower lobe pneumonia. The patient continues to receive antibiotics. No further patient complications have been reported as a result of this event.